Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to the emergency room (ER) on (B)(6)2025 due to a hyperglycemia event caused by a bent cannula. The patient was subsequently admitted to the hospital due to diabetic ketoacidosis (dka). At the time of admission, the patient's blood glucose level was over 490mg/dl, and symptoms included shaking/tremors and vomiting. The patient was transferred to the intensive care unit (ICU) and was treated with intravenous (IV) insulin and electrolytes. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.